Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/07/2011, belt 10/18/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 16:45:08 on (B)(6) 2021. The patient was in sinus tachycardia at 130 bpm with nsvt, which slowed to a sinus rhythm at 90 bpm with nsvt from 20:03:47 to 20:37:57. The device was shutdown while the patient was in sinus tachycardia at 110 bpm with nsvt at 20:39:22 on (B)(6) 2021. The device was started up again at 20:42:38. The patient was in sinus tachycardia at 130 bpm with nsvt, which transitioned to a sinus rhythm at 80 bpm. The patient's rhythm transitioned to vt at 200 bpm with motion artifact at 21:00:31. The lifevest properly detected the vt arrhythmia, but response button use prevented the device from delivering a treatment. It was not reported who was pressing the response buttons. The patient's rhythm transitioned to vf at 21:06:46. The patient received an appropriate treatment at 21:07:52 while in vf. The patient's post-shock rhythm was asystole, which transitioned to severe bradycardia at 10 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in severe bradycardia at 10 bpm, degrading to asystole from 21:14:18 until the device shutdown at 21:18:41.